Event description:
On (B)(6) 2012 the reporter of the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter was unable to specify when the alleged issue began. The reporter reported blood glucose readings of "198 mg/dl" with the subject meter and "148 mg/dl" on another meter (hospital freestyle brand meter), performed less than 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. As part of the patient's diabetes regimen, the reporter claimed the patient is on an insulin pump. On (B)(6) 2012 (unknown time), the reporter indicated that the patient increase his dose of insulin (type/dose unknown) as a result of the alleged issue. The reporter indicated the patient was feeling moody, short tempered, and sweaty after the alleged issue began. On either (B)(6), 2012 or (B)(6), 2012, the reporter stated the patient self-treated with a glucose tablet/gel. It is not known if additional blood glucose device was used. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly and an approved sample site was used; however the reporter did not have the test strips available and the reporter was unable to specify if the patient's process for testing was correct. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the reporter claims the patient obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The meter and test strips were replaced and requested back for investigation. The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4), 2012 with the following findings: the meter has passed testing with no faults found. However, the patient did not return the test strips as requested. If the test strips are returned, lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up (5/18/2012)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the test strip has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.